Event description:
Philips received a complaint by the customer on the v200, indicating that the display had a white screen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the display had a white screen. The rse informed the customer that a field service engineer (fse) visit was required. Upon arriving onsite, the fse confirmed the reported issue and found that the display connection needed to be reset. After resetting the connection, the fse verified that the reported problem was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).